Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients meter has been returned to and evaluated by lifescan (lfs) product analysis with the following findings: the meter failed testing; the lay user/patient's complaint was confirmed. The meter was found to have an inverted display due to damaged/defective display component. On (B)(6) 2017, the lay user/patient contacted lfs (B)(4) alleging that the display on their onetouch veriovue meter was mirrored. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.